Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic pain in the abdomen") and genital haemorrhage ("constant bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (she underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, alopecia, weight increased and depression outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, depression, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed placement of both essure coils. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("chronic pain in the abdomen") and genital haemorrhage ("constant bleeding/ abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postmenopausal bleeding, uterine fibroid, urinary tract infection, hypovolemic shock, anemia, menometrorrhagia, uterine leiomyoma, acute cystitis, vaginitis and vulvovaginitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("allergic or hypersensitivity reaction type: allergic/ nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and fatigue ("fatigue"). The patient was treated with surgery (she had subtotal hysterectomy. Bilateral salpingectomy.) And surgery (she underwent a surgery to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, headache, allergy to metals, dyspareunia, vaginal discharge and eye disorder outcome was unknown, the genital haemorrhage, weight increased, depression, vaginal haemorrhage, menorrhagia and fatigue had resolved and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in (B)(6) 2011: confirmed placement of both essure coils . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 31-jul-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. New events added: abnormal bleeding (vaginal, menorrhagia), migraines /headaches, nickel allergy, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.